Event description:
During dye injection for pt scan-using percupump in jector, extravasation of aprox 125cc of dye into pt's arm. Required surgical procedure to drain & irrigate the arm to remove the dye. Hosp stay from 8/26 to 9/1/93, and follow up with plastic surgeon and for physical therapy.